Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic tubal recanalisation, the suture needle was separated in the package itself. One new product of same code was used to finish the procedure. There was no patient injury.